Manufacturer narrative:
Unit received with critical pump error (open book) due to moisture damage electronics. Unable to performed download due to moisture damage. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unit received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify charge battery alarm due to download difficulties. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received low battery alarm. Customer stated the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.